Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that she experienced erratic cgm readings (cgm 278 mg/dl, bg low; cgm low, bg normal). Pt is pregnant and was taking tylenol, an acetaminophen-containing medication. The device is contraindicated for use with acetaminophen-containing medications, as use of such medications may affect sensor performance. Pt made a subsequent call to dexcom technical support on (B)(6)2011 to add that her husband had taken her to the hospital for an extreme low (cgm 240 mg/dl, bg 30 mg/dl) during the incident reported on (B)(6) 2011. Pt was stable and doing well at the time of her call to dexcom technical support.